Manufacturer narrative:
Follow-up #1 10/03/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 09/07/2011 with the following findings: no damage was found to the keypad. All keypad buttons were found to respond appropriately to button presses. The keypad was removed and no damage was found to the button contacts.

Event description:
This complaint is being reported as a malfunction due to the alleged suspension issue. Reportedly, the animas pump is going into suspend without pressing any keypad. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.